Event description:
The customer called to report low bgs. The customer was acting in a belligerent way causing concern that the customer was currently in a low bg condition. The paramedics were called to go to patient's house due to the low bgs. The customer proceeded to scream at the paramedics. The customer's voice was wavering during the call adding to the conclusion that the customer was having a low bg incident again. Later the customer was ok and was concerned that the pump was over delivering insulin. The customer indicated that patient's doctor changed the basal rates. Also the customer suffers from gastroparesis and eats late as a result. Troubleshooting was performed. The bolus histories were accurate and the pump passed the functional testing.